Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, customer data, final release data, in-house testing, a search for similar complaints, and a review of labeling. Initial (B)(6) rate data were reviewed for multiple customers. There is an increase in initial (B)(6) rates when compared to previous lots. Lot 08143li00 showed the highest (B)(6) rate. Since the likely cause lot for this event is unknown, multiple lots in use by the customer were reviewed. For the final release data; all lots were released within final release specifications and no atypical results were obtained. Specificity and sensitivity testing was completed. The testing met the acceptance requirements which indicated that the lots tested were performing as expected. The complaint review did not identify any problems relating to the customer issue. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect anti-hcv assay (list number 01l79) was not identified.

Event description:
An unnecessary ultra sound guided, CT, liver biopsy was performed on a (B)(6) male patient after generating a falsely elevated architect anti-hcv result. The customer indicated there were no complications associated with the biopsy procedure. No gi information or follow-up patient information was provided.

Manufacturer narrative:
Upon further review a typographical error/ omission has been identified: the date of report and the date received by manufacturer in the initial submission should have been documented as 01/12/2012. In the follow-up report, the date was incorrectly documented, this date should reflect 01/12/2012.